Manufacturer narrative:
The main component of the system and other applicable components are: monitor (B)(4), lot # 450101410027. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735795, serial/lot #: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor was going black intermittently. They would have the system on, and the monitor would then turn black. The second monitor would stay on normally. The error was unrecoverable through reboots. After being left off for a while, when they turned it on again it functioned normally at first, but then the issue started recurring. There was no patient involved.

Manufacturer narrative:
Correction: aware date of the received lot number to the monitor was december 6, 2019. If information is provided in the future, a supplemental report will be issued.